Manufacturer narrative:
It was reported that the cardiohelp display was damaged by the user during treatment by improper handling. As a precaution the cardiohelp was exchanged. According to the user there was no risk to the patient as a result of the device change. A getinge service technician (fst) was sent for investigation and repair on 2022-10-12. The user interface hardware update set was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the fst the customer stated that the root cause of the broken touch display was an improper handling of the cardiohelp device by the user. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. The review of the non-conformities has been performed on 2022-09-12 for the period of 2017-02-02 to 2022-09-08. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-02-02. Based on the results the reported failure "touch display broken" could be confirmed, but was not related to a device malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
It was reported that the cardiohelp display was damaged by the user during treatment by improper handling. As a precaution the cardiohelp was exchanged. According to the user there was no risk to the patient as a result of the device change. Complaint ID# (B)(4).